Event description:
In 2003 the account reported cbc results which had multiple low parameters including hemoglobin, hematocrit, and platelet. The specimen was a venipuncture sample which was hand mixed and run within 5 minutes. The patient was sent to the hospital for a possible transfusion. The hospital obtained a new specimen and the cbc results were higher, therfore no transfusion was given.